Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the unicel dxi 800 access immunoassay system. Five patient samples were tested for accutni and gave results in the range of 0.57-1.40ng/ml and repeated in the range 0.01-0.43ng/ml. The samples were also tested on a different instrument after centrifugation and gave "normal results" (actual patient results were not supplied). The erroneous results were reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Samples were collected in li heparin tubes with gel separators and centrifuged for 5 minutes at 3500 rpms. Qc performed prior to the event was within specifications and qc performed after the event was out of specifications high. A field service engineer (fse) was on-site (B)(4) 2009. Fse replaced the peri-pump tubing after noticing that it was flattened. Fse also performed a preventive maintenance (pm) and hardware evaluation. All verification testing met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.